Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis revealed that there was blood in/on helix/lobe mechanism. It was noted that the helix was retracted, distorted and bent. It was also noted that the helix was blocked by the guide tooth and the guide tooth was damaged. Visual analysis indicated that the lead appeared to have been damaged at implant.

Event description:
It was reported that during the implant attempt, the lead helix would not retract. The lead was removed and replaced. No patient complications have been reported as a result of this event.